Manufacturer narrative:
B2, b3: date of event: date of death has been captured as (B)(6) 2021 as exact date was not provided. E1 initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion 1 was located in the distal left circumflex artery (lcx) with 85% stenosis and was 46 mm long with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25mm x 24mm promus premier stent system. Following post-dilatation, the residual stenosis was 10%. Four days later, the subject was discharged on cilostazol and clopidogrel. In (B)(6) 2021, the subject died. Other action was taken to treat the event; however, details were not provided. The primary cause of death is unknown, and it is unknown if an autopsy was performed.